Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested.

Event description:
An ophthalmologist reported an intraocular lens (iol) that was explanted. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is:(B)(4).

Event description:
Additional information was provided that the iol was damaged during delivery into the eye. The damaged iol was removed from eye. Another lens was implanted with satisfactory results. No harm to the patient.